Manufacturer narrative:
The ventilator was returned to zoll for evaluation. The malfunction was not replicated or confirmed after extensive testing. The device was put through functional and vibration testing and operated to specification. The device passed all preventative maintenance, calibration, and final testing and was returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a (B)(6), female patient the device displayed a "complete system failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.